Event description:
It was reported that this right ventricular (rv) lead caused diaphragmic stimulation so it was explanted when the associated right atrial (ra) lead dislodged. A new device was implanted. No additional adverse patient effects were reported.